Event description:
It was reported that during an esophagectomy procedure, when the cartridge cap was removed, some staples had fell off. Not noted how case completed. No patient consequence.

Manufacturer narrative:
Evaluation summary: the device was received in good visual condition. The breakaway washer was present and uncut, and with the staples present; however, three missing staples were noted. The missing staples were reloaded, and the device was fired; it fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue. A batch record review was performed and no anomalies were found during the manufacturing process.